Event description:
Reportedly, the clips were cutting the application during the procedure. The surgeon used a third device from a different lot and continued the case without any reported issues. Procedure type: hysterectomy.